Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began at 6.37 am on (B)(6) 2018. The patient reported obtaining an alleged inaccurate high blood glucose reading of ¿470 mg/dl¿ with the subject meter, which she felt were inaccurately high. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient informed the csr that she manages her diabetes with oral medication (metformin 1000 mg morning and evening), diet and exercise, and that she made no changes to her normal diabetes regimen, in response to the alleged inaccurately high results. The patient reported that an hour after the alleged issue started, she developed symptoms of ¿shaking really bad, little bit light headed, seating a little bit on the back of her neck and forehead¿. The patient confirmed she did not receive or require any treatment for the alleged symptoms. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter, and that the patient¿s test strips had been stored correctly, were within expiry date. It was noted that a control solution test carried out was in range . Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.